Manufacturer narrative:
Conclusions: device out of spec in a manner that relates to the event.

Event description:
The physician was using a cougar guide wire during a procedure involving the mid lad. Target lesion exhibited 40-50% stenosis and a degree of tortuosity. It was reported that the guidewire coating peeled off during the procedure and resulted in no flow in the lad. The patient coded, as the coating was pushed throughout the patient¿s coronary system. The physician performed aspiration of the material and debris, believed to be debris from the guidewire, was observed in the aspirated material. The patient was successfully resuscitated and has not suffered any further clinical sequelae.

Manufacturer narrative:
(B)(4).